Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources, which led to a pump shutdown. The customer's blood glucose (bg) ranged from 200 mg/dl to over 500 mg/dl with moderate to large ketones. Elevated bg was addressed using manual injections. Reportedly, the customer reverted to manual injections for alternate insulin therapy.